Event description:
It was reported by the customer, the distal end on the evis exera iii gastrointestinal videoscope was clogged/blocked/stuck. No patient harm reported. This report is for the malfunction of the foreign material in the distal end.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to clogging of channel tube, foreign objects came out of the distal end. The forceps channel port was deformed. Due to a crack on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The connecting tube had buckling. The air/water cylinder and suction cylinder had discoloration. The s-cover was shaved. The grip, switch box, up/down/left right knobs, control unit, plus unit, sc-case, sc-cover, light guide cover, objective lens, light guide lens, and universal cord had a scratch. The light guide cover glass had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The user can prevent occurrence of the suggested event by handling the device in accordance with the following the instructions for use: "precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. -brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. -brush the instrument channel port -detach the accessories from the endoscope -reprocessing the accessories" olympus will continue to monitor field performance for this device.